Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 470 mg/dl. The user addressed bg level with a bolus. During troubleshooting with tandem's technical support, it was determined that there were air bubbles in the tubing. Recommendation was made for the user to prime the tubing.